Event description:
It was reported that during an intervention treatment procedure, a guide wire tip detachment occurred. Vascular access was obtained via the femoral artery. The target lesions were located in the calcified and non-tortuous distal right coronary artery (rca) and posterior descending artery (pda). During a double wire intervention procedure in the rca, the first unknown guide wire was in the rca and the 185cm j-tip kinetix plus guide wire was in the pda. The physician ballooned the bifurcation and attempted to remove the kinetix guide wire but met a little resistance. The physician continued to pull and noticed that the tip of the kinetix guide wire was not moving. A snare was used to attempt to retrieve the tip of the guide wire but the retrieval was unsuccessful. The guide wire tip remains in the branch which is occluded distally. The procedure was completed as the physician ballooned over the branch with the guide wire tip in it. No further patient complications were reported and the patient's status is okay.

Event description:
It was further reported that the physician dilated the percutaneous transluminal coronary angioplasty balloon over the guide wire fragment in attempt to permanently embed the fragment into intima. The patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Age at time of event, patient sex, initial reporter phone, initial reporter sent to FDA, describe event or problem: updated.(B)(4)